Event description:
Linked to mfg report number 3013886523-2023-00063 (same patient/different event) study - biomarin cerliponase alfa observational study. "On 09-jan-2018, the participant was initiated on treatment with brineura (300 milligram, qow, intracerebroventricular use). The lot number for brineura was unknown. The most recent dose was administered on 03-mar-2026." "On 16-aug-2022, it was reported that the participant had an icv device implanted. On 03-mar-2026, the participant had a grade 3 intraventricular device leak. The device began leaking after the brineura infusion on 03-mar-2026 causing him to miss the next three brineura infusions due to the inability to continue infusing the product with the condition of the device. On 11-apr-2026, the icv device was removed. On an unspecified date, the participant was hospitalized and the icv device was replaced on 16-apr-2026. No laboratory or diagnostic tests were reported. No additional treatment for the event was reported." "The outcome of the event was reported as recovered/resolved on 17-apr-2026 at 13:28. On the same date, the participant was discharged home. He was scheduled to return to his normal infusion schedule." "The investigator assessed the event of device leakage as not related to treatment with brineura. The investigator assessed the event of device leakage as related to the icv device. Other possible etiological factors included that the device was past it's expected life and began leaking. A replacement was needed to continue receiving infusions."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.